Manufacturer narrative:
The system error logs were returned to the factory, and it was determined that the hard drive should be replaced. The customer has been advised, and the hard drive will be replaced at a time that is convenient for the customer.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display turned blue. No patient injury was reported.